Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6) years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: alternative to left ventricular lead implantation through the coronary sinus: 1-year experience with a minimally invasive and robotically guided approach. Europace. 2017;19(1):88-95. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding ¿custom¿ left ventricular (lv) leads implanted via a robotic approach. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article indicated that there were patients who experienced minimal pain after the procedure. There were also patients who had an increase in thresholds. Some patients had extended hospitalization; however, some due to scheduling issues. There was one (1) patient who had a ¿dry pericarditis without effusion¿ three weeks after the robotic implantation. This patient had presented with chest pain and ¿typical¿ symptoms of pericarditis. Tests were performed and aspirin treatment was prescribed for three weeks. The status of all the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.